Event description:
Micropuncture technique attempted however there was difficulty passing the wire - during an attempt to remove the entire system the wire was pulled and broke leaving a small remnant (~2 cm)of micropuncture wire in the soft tissue. A cut-down was made and the wire was removed without complications.